Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level; cause was not known. Customer consumed carbohydrates to address bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.